Event description:
The surgery center reported that a laser vision correction patient was presented with an iritis infection on both eyes (ou) at 13 day post-operative exam. The patient¿s chief complaint was photophobia and the patient comments were sensitive to light for one day. Topical steroid dosage was increased to treat symptoms.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder